Event description:
Pt states bilateral prostheses were inserted in 1970. No problems occurred until 1992 when she had an infected tooth. About 2 mos later her left breast started swelling. She took 3 series of cipro. The hardness did not go away. She saw dr and he states she has scar tissue built up around her breast. She has seen three drs and they have all been non-committal. Her gynecologist finally ordered the test listed below.